Event description:
Customer reportedly noted loud noise coming from anesthesia machine in or. Machine was turned off but connected to pipeline supply. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be submitted when the investigation has been completed.